Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was admitted to the hospital due to leaking at the battery site. The patient had a pocket revision 3 weeks ago. The patient was also having difficulty recharging. It was unknown what led to the event. The implantable neurostimulator (ins) was repositioned and there was pain and oozing at the pocket site resulting with patient being admitted to hospital and put on antibiotics. The patient had stimulation and the battery was currently ¼ charged. It was also reported the patient had a blank screen on the implantable neurostimulator recharger (insr). The patient charged successfully last tuesday. The patient plugged the insr into power source but it wasn¿t charging. The desktop charger was working appropriately. The insr was reset the issue was resolved. The patient was charging successfully. It was unknown what diagnostics were performed related to leaking at site. The patient had large dressings covering the battery and could have contributed to difficulty charging. The patient reinstructed on how to efficiently charge and was able to get 8 bars of coupling but it was unknown if the difficulty recharging had been resolved. The leaking issue at the battery site had been resolved. If additional information is received, a follow-up report will be sent.